Event description:
It was reported via a case report that a patient presented with 6 month history of back pain after a fall. Significant t12 wedge compression fracture noted. T12 balloon kyphoplasty was performed. Approximately 2 weeks after being discharged post-op, patient presented with increasing back pain. Patient then presented again with excruciating pain on left side of thoracolumbar region, patient was admitted to hospital. Magnetic resonance imaging showed extensive edema in the t11 and l1 vertebral bodies as well as fluid tracking from t11-t12 disc into the vertebral body. Patient was again discharged and presented again approximately 9 days later with severe back pain. Magnetic resonance imaging showed edema at the levels above and below the t11-t12 disc. Patient was placed into a brace and given 300mg of morphine which did not provide any pain resolution. Posterior instrumentation from t9-l2 (pedicle fixation of t9-t10 as well as l1-l2, rods in between and a crosslink above t11-t12) was performed as the final treatment. Patient was discharged uneventfully.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.